Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rd900afu neopuff infant resuscitator from the hospital. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Event description:
A hospital in (B)(6) reported that an rd900afu neopuff infant resuscitator had a broken gas inlet port. This was observed after used on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint rd900afu neopuff infant resuscitator was returned to fph service in (B)(4), where it was inspected by a trained fph service engineer. Our investigation is accordingly based on the service report provided by fph service engineer. Results: the fph service engineer confirmed that the gas inlet port of the subject neopuff unit was broken. A lot check revealed no other complaints of this nature for lot number 130529. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. This suggests that the subject neopuff unit was damaged after it was released for distribution. The subject neopuff unit was repaired and returned to the hospital after passing the performance checks specified in the neopuff product technical manual. Device inspected at fph france office.

Event description:
A hospital in (B)(6) reported that an rd900afu neopuff infant resuscitator had a broken gas inlet port. This was observed after used on a patient.